Manufacturer narrative:
The below report was received by health authority ansm (reference number:(B)(4)) on 02-jun-2023. The most recent information was received on 15-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("endometriosis (pelvic pain) with suspected rectosigmoid endometriosis") in a 47 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2023, 3016 days after essure insertion, she experienced device dislocation ("essure not visible in the uterine cavity - ultrasound"). An unknown time later she experienced pelvic pain (seriousness criterion medically important), endometriosis ("endometriosis (pelvic pain) with suspected rectosigmoid endometriosis"), adenomyosis ("adenomyosis"), fibromyalgia ("fibromyalgia (chronic pain)"), fatigue ("fatigue") and cognitive disorder ("cognitive impairment"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, endometriosis, adenomyosis, fibromyalgia, fatigue, cognitive disorder or device dislocation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. [Specialist consultation] on (B)(6) 2023: physician request for a surgical opinion forsalpingectomy +/- endometriosis surgery [ultrasound pelvis] on (B)(6) 2023: 3d ultrasound essure not visible in the uterine cavity lot number c51350 is invalid. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-jun-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 02-jun-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("endometriosis (pelvic pain) with suspected rectosigmoid endometriosis") in a 47 year-old female patient who had essure inserted (lot no. C51350). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2023, 3016 days after essure insertion, she experienced device dislocation ("essure not visible in the uterine cavity - ultrasound"). An unknown time later she experienced pelvic pain (seriousness criterion medically important), endometriosis ("endometriosis (pelvic pain) with suspected rectosigmoid endometriosis"), adenomyosis ("adenomyosis"), fibromyalgia ("fibromyalgia (chronic pain)"), fatigue ("fatigue") and cognitive disorder ("cognitive impairment"). Essure treatment was not changed. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to pelvic pain, endometriosis, adenomyosis, fibromyalgia, fatigue, cognitive disorder or device dislocation. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. [Specialist consultation] on (B)(6) 2023: physician request for a surgical opinion for salpingectomy +/- endometriosis surgery. [Ultrasound pelvis] on (B)(6) 2023: 3d ultrasound essure not visible in the uterine cavity. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.